Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: piece broke / chipped. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. Shear pin failure in handle. (Proximal end of device). (B)(4).

Event description:
It was reported that the loose body forceps chipped and sent a piece that was approximately 2cm into the patients soft tissue. The broken piece was unable to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the loose body foreceps chipped and sent a piece that was approximately 2cm into the patients soft tissue. The broken piece was unable to be retrieved.